Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-14. Investigation summary : one loose 10ml syringe was received and visually evaluated. The syringe was observed to have a jammed stopper condition. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history review could not be completed as no batch number was provided. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced stopper damage/deformation. The following information was provided by the initial reporter: the syringe seal seems to be melted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # of c-196-62 has been provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced stopper damage/deformation. The following information was provided by the initial reporter: the syringe seal seems to be melted.